Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service codes 107 and 204) were confirmed in the download data. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The reported service codes were unable to be duplicated during troubleshooting, but investigation into similar events has indicated that the reported service codes can be caused by the damaged electrode belt connection and resulting in intermittent communication with the monitor. In addition, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) and ECG "b". The root cause for the open wire and the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving service codes 107 (mult abnormal shutdowns) and 204 (belt/monitor unusable).